Event description:
It was reported that erosion of the device occurred after the patient lifted her hand over her head. The implantable cardiac defibrillator was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).